Event description:
Event description cpi received information that this transvenous defibrillation lead, model 0062 sn 002172, is fractured and was unable to deliver a high energy shock. The physician elected to explant the lead and the implantable cardioverter defibrillator (ICD).